Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follow:" 1.1 and 1.7 (using lot 270497) and 3.3 (using lot 262184). Pt self tester called in to report three imprecise results obtained today, same meter/2 different strip lots. Pt self tester has been testing since (B)(6) 2011; no problems until now. Therapeutic range: 2.0-3.0.